Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose was 436 mg/dl. Customer also reported that the insulin pump had blank display. Customer was treated with manual injection. Customer stated that display was not blank less than 30 seconds and did not return. Advice customer to remove the battery and customer stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the contact on the battery cap was neither missing nor damage nor corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display returned after insulin pump restart. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.